Event description:
A healthcare professional reported rupture, seroma and capsular contracture baker grade IV reported (diagnosed by palpation). This record relates to the right side. The device was replaced with a non-allergan device

Manufacturer narrative:
Continued phone number, fax number (e1): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, and rupture.

Event description:
A healthcare professional reported rupture, seroma and capsular contracture baker grade IV reported (diagnosed by palpation). This record relates to the right side. The device was replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of seroma-late / capsular contracture/rupture was requested on 01 set 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Rupture : not observed. Additional observations: deformation observed. Yellow particles on the surface of the shell. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
A healthcare professional reported rupture, seroma and capsular contracture baker grade IV reported (diagnosed by palpation). This record relates to the right side. The device was replaced with a non-allergan device